Event description:
It was reported that a homecare pt experienced problems with the seal and fit of the inner to outer cannulae on two, size 6 dcfn, disposable cannula cuffless fenestrated tracheostomy tubes. This was detected immediately upon use. There was one pt involved with no reported pt compromise. Two 6 dcfn devices were returned on 10/15/97 for decontamination, analysis and investigation.